Event description:
Nurse was pulling up 100 units of reconstituted botox in a 10 ml syringe and the plunger came halfway off and the botox spilled out of the syringe and would not pull up anymore medication.